Event description:
Ous MDR - the pt developed an hematoma in the region of the implant and complained of strong pain. Drug therapy was changed, the pt was hospitalized and the hematoma was excised.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.